Manufacturer narrative:
The reported complaint of icy catheter issue was not confirmed. No issues or discrepancies were found on the catheter. The catheter performed as intended. The root cause was determined to be an air trap leak on the suk, not on the catheter. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observed blood residue on the balloons, on proximal, distal and medial luered tubings. Functional testing of the returned catheter was performed. All lumens are flushed. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. The returned catheter was also connected to the returned suk and run on the peristaltic pump for ten minutes. A leak was observed at the air trap's bottom cap.

Event description:
Approximately after 24 hours of ivtm therapy, thermogard console displayed 'airtrap' error message and the user noticed decreasing volume of saline in the bag. There was no leak or saline water observed on the patient's bed or on the floor. Leak from the suk (lot# 88761) and icy catheter leak (lot# 82539) was suspected. The user replaced both suk and icy catheter to continue the patient treatment. No consequences or impact to the patient was reported.